Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that when removing from the vacuum tube, the bd vacutainer® eclipse¿ blood collection needle leaks blood. No injury or medical intervention reported.